Manufacturer narrative:
As reported, during the procedure, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was not anchored inside the vessel properly. It was retracted when the user withdrew the mynx device until the balloon abuts the distal tip of the unknown procedural sheath. There was no reported patient injury. The mynx vcd was used after a diagnostic coronary procedure via a retrograde approach. The deployer was mynx certified and the device was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography. The vessel type was arterial, the femoral artery, and the vessel diameter were verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. Additional patient and procedural details were requested but are not available. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle with stopcock open. The sealant and the advancer tube were found inside the shuttle cartridge. The procedural sheath was not returned for evaluation. No anomalies were observed. Per functional analysis, leak testing was performed on the balloon of the returned device. The balloon could not be inflated as the catheter¿s lumen was clogged by dried contrast. Multiple attempts to fully inflate the balloon with water were exhausted. The balloon could not be inflated for examination. A product history record (phr) review of lot f2006603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed during analysis of the returned device. A complete physical analysis could not be performed due to the condition in which the device was received. The exact cause of the reported event could not be conclusively determined. Handling factors, such excessive force used, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was returned and the analysis will be submitted in the final report. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the procedure, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) was not anchored inside the vessel properly. It was retracted when the user withdrawn the mynx device until the balloon abuts the distal tip of the unknown procedural sheath. There was no reported patient injury. The device will be returned for evaluation. The mynx vcd was used after a diagnostic coronary procedure via a retrograde approach. The deployer was mynx certified and the device was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography. The vessel type was arterial, the femoral artery, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. Additional patient and procedural details were requested but were not available.